Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for face pain. It was reported that the ins showed no response. The patient experienced face pain. It was unknown if there were any contributing factors. No diagnostics or troubleshooting was performed. The action taken was the ins was explanted. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.the ins passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After 1 physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to 1 overdischarge. The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that no additional intervention was taken, only the ins was removed. The event has not resolved; the patient takes drug treatment only.